Manufacturer narrative:
Feb. 05, 2016 12:24 pm (gmt-5:00) added by (B)(6)): the service representative verified the reported "system failure" alarm in the logs however he was unable to duplicate the failure. (B)(4).

Event description:
On (B)(6) 2015, a company representative reported the following: "(B)(6) 2015 customer called for a rental pump. During conversation she mentioned that one of their pumps alarmed with 'system failure.' No further info at this time. Awaiting customer response and service call." On (B)(6) 2015, the customer reported that this event occurred while the iabp with serial number (B)(4) was being used on a patient with no adverse outcome to the patient. On 03-aug-2015, a company service representative reported the following: "customer stated that on (B)(6) 2015 when on patient unit alarmed with 'system failure.' Customer replaced unit with another. No patient injury or harm was done due to failure. Customer ordered rental pump for use until hospital investigation was complete." On (B)(6) 2015, the customer reported via maude event report #mw5042863: "pt. Had iabp inserted for hemodynamic support. The iabp (intra-aortic balloon pump) alarmed 'system failure' and shut down. We were able to bring in another iabp and switch machines to continue hemodynamic support. Reason for use: iabp for hemodynamic support of a pt. With ami." On the same maude event report, the "event report type" was documented as "injury - c" and "adverse event" was documented with no information.

Manufacturer narrative:
On (B)(6) 2015 04:48 pm (B)(4). No fes is required since there was no part replaced and the service representative was unable to duplicate the reported problem. We will continue to monthly monitor the database for trends and similar reports. If a trend is identified, an action will be initiated.

Event description:
On (B)(6) 2015, a company representative reported the following: "on (B)(6) 2015 customer called for a rental pump. During conversation she mentioned that one of their pumps alarmed with 'system failure.' No further info at this time. Awaiting customer response and service call." On(B)(6) 2015, the customer reported that this event occurred while the iabp with serial number (B)(4) was being used on a patient with no adverse outcome to the patient. On (B)(6) 2015, a company service representative reported the following: "customer stated that on (B)(6) 2015 when on patient unit alarmed with 'system failure.' Customer replaced unit with another. No patient injury or harm was done due to failure. Customer ordered rental pump for use until hospital investigation was complete." On (B)(6) 2015, the customer reported via maude event report #mw5042863: "pt. Had iabp inserted for hemodynamic support. The iabp (intra-aortic balloon pump) alarmed 'system failure' and shut down. We were able to bring in another iabp and switch machines to continue hemodynamic support. Reason for use: iabp for hemodynamic support of a pt. With ami." On the same maude event report, the "event report type" was documented as "injury - c" and "adverse event" was documented with no information.

Manufacturer narrative:
(B)(4): the customer communicated directly to the manufacturer that the event had no impact to the patient therefore the injury code reported on report mw5042863 was incorrectly coded as a serious injury event.

Event description:
On (B)(6) 2015, a company representative reported the following: "(B)(6) 2015 customer called for a rental pump. During conversation she mentioned that one of their pumps alarmed with 'system failure.' No further info at this time. Awaiting customer response and service call." On (B)(6) 2015, the customer reported that this event occurred while the iabp with serial number (B)(4) was being used on a patient with no adverse outcome to the patient. On (B)(6) 2015, a company service representative reported the following: "customer stated that on (B)(6) 2015 when on patient unit alarmed with 'system failure.' Customer replaced unit with another. No patient injury or harm was done due to failure. Customer ordered rental pump for use until hospital investigation was complete." On (B)(6) 2015, the customer reported via maude event report #mw5042863: "pt. Had iabp inserted for hemodynamic support. The iabp (intra-aortic balloon pump) alarmed 'system failure' and shut down. We were able to bring in another iabp and switch machines to continue hemodynamic support. Reason for use: iabp for hemodynamic support of a pt. With ami."

Manufacturer narrative:
.

Event description:
On 27-may-2015, a company representative reported the following: "(B)(6) 2015 customer called for a rental pump. During conversation she mentioned that one of their pumps alarmed with 'system failure.' No further info at this time. Awaiting customer response and service call." On (B)(6) 2015, the customer reported that this event occurred while the iabp with serial number (B)(4) was being used on a patient with no adverse outcome to the patient. On (B)(6) 2015, a company service representative reported the following: "customer stated that on (B)(6) 2015 when on patient unit alarmed with 'system failure.' Customer replaced unit with another. No patient injury or harm was done due to failure. Customer ordered rental pump for use until hospital investigation was complete." On (B)(6) 2015, the customer reported via maude event report #mw5042863: "pt. Had iabp inserted for hemodynamic support. The iabp (intra-aortic balloon pump) alarmed 'system failure' and shut down. We were able to bring in another iabp and switch machines to continue hemodynamic support. Reason for use: iabp for hemodynamic support of a pt. With ami." On the same maude event report, the "event report type" was documented as "injury - c" and "adverse event" was documented with no information.